Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings, excessive no delivery and absence of no delivery alarm from the insulin pump. The customer's blood glucose reading was 465 mg/dl. The customer treated with manual injections. The customer stated that he received 2 no delivery alarms after he changed out his set and reservoir. The customer stated that the no delivery alarm was recurring. The customer stated that the alarm occurred during a bolus. The customer was assisted with performing a 5.0 unit fixed prime. The customer stated that the insulin did not exit. The customer also had a blood glucose of 57 mg/dl and treated with 1/2 glass of orange juice. The customer was assisted with the hp test. The customer stated that the pump did not alarm. The customer was advised to monitor the pump and call if problems recur.